Manufacturer narrative:
Citation: karahan et al. Evaluation of hematological parameters after transcatheter aortic valve replacement. Angiology. 2024 sep;75 (8):764-771. Doi: 10.1177/00033197231177397. Epub 2023 may 26. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding hematological parameters after transcatheter aortic valve replacement (tavr).  The study population included 248 patients who were predominantly female with a mean age of 79 years old.  All patients were implanted with a medtronic evolut r bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: cardiac tamponade, stroke, myocardial infarction, major bleeding, coronary obstruction, moderate to severe paravalvular leak, and arrhythmia requiring permanent pacemaker implant.  No further information was provided pertaining to medtronic products.